Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir had air bubbles. The blood glucose level at the time of the incident was 387 mg/dl. During troubleshooting, she stated that the insulin pump was not rewound with the reservoir in place and insulin was not used at room temperature. It was advised to prime the air bubbles out and change the infusion set. The customer had already changed the infusion set. The product will not be returned for analysis.